Event description:
The customer initially called to report problems with the screen going blank. The customer then ran self tests and the pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.